Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00128 and 3003742446-2011-00171. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Please note that the event reported under manufacturing number 3003742446-2011-00171 is being un-reported as the stent related to this number was not in the patient at the time of the event. This stent simply failed to cross the target lesion.

Event description:
A 2.5 x 28mm cypher stent failed to cross the target lesion and the patient had elevated enzymes at discharge. The patient was enrolled in the (B)(4) study with stable angina pectoris and positive functional tests for ischemia. The patient had a 70%, de novo, type b1 lesion in the distal circumflex. A 2.5 x 28mm cypher stent was selected to treat the lesion, however, it failed to cross. In addition, the patient also had a 70%, de novo lesion in the mid right coronary artery. A 2.5 x 13mm cypher stent was implanted at 16atm. Post procedure, the patient's ck-mb and troponin levels were noted to be elevated.